Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that leakage occurred "due to an incomplete closing trocar valve cannula". The procedure was complete "safely by using a trocar plug". There was no patient harm. Additional product and patient information was requested for this event. The product sample was discarded as per the reporter. There are no other event details available for this case.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Nine opened trocar cannula/hub assemblies were received in trays for the report of leakage. The returned samples were visually inspected ; for set #1, samples 1 and 2 were nonconforming with holes and sample 3 was conforming. For set #2, samples 1 and 3 were nonconforming with holes and sample 2 was conforming. For set #3 all three samples were found to be nonconforming with holes. The final customer lot was identified. A device history record review for the component lot was conducted. The product was released based on the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This customer reported lot includes affected manufacturing lots. (B)(4).